Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the customer is concerned of the risk of serious injury to human factors regarding padgett blades used in the padgett dermatome device. The similarity to other blade systems (center hole oscillation) without specific safety mechanisms in place creates an issue of potential misplacement of the padgett blade into an incorrect device. The patient for this event received deep lacerations, which required therapeutic and diagnostic intervention. The patient was undergoing a repair of a 10 x 7 cm open wound, right posterior calf region; type 3 open right tibia fracture, status post incision and drainage, medullary nailing. The staff was unfamiliar with the zimmer dermatome. They were able to place the padgett blade into the zimmer dermatome device. Using the incorrect blade caused the laceration. The patient is reported to be recovering.